Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 13-apr-2020, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 27-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient (pt) was needing MRI of spine. Caller reported that the¿pt said 6 months ago he was in a car accident and the scs "wires" broke bc of the accident. Caller states the pt said the scs is now off. Caller speculates that the pt has not charged the scs since the accident.